Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013, alleging the pump had a crack around the display screen, the contrast button was not functioning and the time on the pump is not being kept correctly so that the patient has to keep resetting the time correctly. No further information was available. There was no reported adverse event associated with this complaint. Animas customer technical support made several attempts to contact the reporter in follow up, but was unsuccessful in the attempts. This complaint is being reported because the reporter alleged a pump malfunction with pump damage that remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.